Event description:
Received product complaint from facility who reports five leaks with preprocessed f80m dialyzers. Three blood loss events are reported where the extracorporeal circuit has been discarded. Call clinic to request add'l info for MDR filing on 4/26/99, 4/28/99. Finally contacted clinic on 5/10/99 and obtained pt info. Pt lost 250cc of blood due to the discarding of the extracorporeal circuit. No add'l adverse effects on the pt were reported and no medical intervention was necessary. MDR will be filed due to blood loss. Only sample was discarded.